Event description:
It was reported that arteriotomy closure of the heavily calcified common femoral artery was attempted using the prostar xl device after placement of an aortic stent graft. Reportedly, when the knot was advanced to the vessel, the sutures broke. The access site was closed surgically. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(6):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned. It has not yet been recieved. A follow-up report will be submitted with all additional relevant information.per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible.

Manufacturer narrative:
(B)(4). The reported suture break could not be confirmed as the suture was not returned for analysis. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified. Reportedly, the device was used in a heavily calcified common femoral artery. The device instructions for use states that the safety and effectiveness have not been established for patients with common femoral artery calcium, which is fluoroscopically visible.